Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found during normal surgical use, the system prompted to reduce blade pressure; after releasing the tissue and attempting an empty activation, the blade fractured. Failure analysis confirmed the complaint, finding one blade broken at the base with a missing fragment; adjacent components were undamaged, and the fracture likely initiated at a contact site and propagated due to ultrasonic vibration, leading to premature blade failure. An additional observation was that the instrument failed energy recognition testing and displayed a tighten assembly message when connected to an in-house generator. The complaint was confirmed by failure analysis. The probable root cause of the customer reported issue broken instrument blades and detached fragment is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, while operating under normal conditions, the main unit prompted to reduce the pressure on the blade of harmonic ace instrument. The site released the tissue and attempted an empty activation, after which the blade fractured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of blade was completely detached from the instrument, and there was no report of any fragments falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.